Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which starts at the left belt clip rail and the other of which runs horizontally across about where the bottom of the battery compartment is located, cracked middle (enter) keypad button. The pump was received with a battery cap that was missing a weld spot. The pump was received with a flashing medtronic logo screen followed by an unexpected intermittent beep alarm. Unable to perform the displacement test due to the display anomaly. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--all along the bottom of the board. In summary, the customer¿s report of a crack in the case was confirmed during testing. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported that pump was dropped and the damage was not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested for return and customer has returned the device.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.